Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. A replacement pump was arranged under warranty, and the customer planned to use manual daily injections (mdi) as a backup to ensure insulin delivery was not interrupted.